Event description:
The implantable neurostimulator became infected and was replaced 3 months after implanted. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.